Event description:
Customer reported a malfunction with the pump, displaying a high blood glucose level without a specific value. Customer used a correction injection via multiple daily injections to address the high level, and there was no need for third-party assistance. Technical support assisted with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. Customer was informed about the steps to follow with the replacement pump and understood the need to return the malfunctioning unit.